Event description:
The pump was returned for servce. During service, pump head module a and pump head module c under infused.

Manufacturer narrative:
Baxter service replaced pump head module a and pump head module c. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-164 which was opened on july 28, 2005.